Event description:
It was reported that the user sought guidance on how to verify whether a meal had been announced and was coached to review the meal history and select meals. The review showed no lunch announcement, and the user stated they had eaten within the prior 15 minutes, after which they were instructed that a meal announcement could be entered within 30 minutes of eating. No reported adverse clinical effects. Outcomes included no functional impairment, no need for medical intervention, and no hospitalization. Investigation included customer education, device use review through on-device history, and confirmation of proper operational guidance. Investigation of this case revealed no device malfunction or component failure and indicated user error related to missed timely meal announcement with the device functioning as designed. It was concluded, based on previously established findings for similar reports, that the cause was user error with adequate device performance and successful troubleshooting and education.